Event description:
New information noted that during the implant procedure, the atrial lead exhibited failure to capture and episodes of noise.

Manufacturer narrative:
The reported events of failure to sense, noise and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a failure to sense. The atrial lead was not used and replaced. The patient was in stable condition.